Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 425 mg/dl. Customer took more insulin and the numbers do not budge. The first time it happen we changed out and his numbers came down. Now it is happening every time. Customer having high blood glucose toward the end of the of the reservoir. The current blood glucose was 167 mg/dl. The insulin pump will not be returned for analysis.